Manufacturer narrative:
Upon receipt at the boston scientific laboratory, this device was thoroughly inspected and analyzed. The device passed all testing to which it was submitted. A review of the manufacturing records was performed and no issues that could have contributed to this event were found. Furthermore, the review of the manufacturing records did not identify any failure of the product to meet its material, assembly, or performance specifications. It was determined that no problem could be detected with this device.

Event description:
It was reported that the patient contacted technical services to report an unspecified product performance anomaly for this implantable cardioverter defibrillator (ICD). The patient was unable provide any specific performance allegation nor did they provide the details of their device to technical services. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.